Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The reporting medtronic representative was able to replicate the behavior. Digital visual interface (dvi) cable was disconnected from the workstation and the navigation system monitor was black, the video graphics array (vga) signal from the in/out panel worked without issue. Replacing the monitor did not resolve the issue. A medtronic representative, following-up at the site, reported the issue was the video splitter and was resolved when the splitter was bypassed. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a navigation system monitor that goes black and makes a noise. The monitor works at first, however, when attempting to verify a passive planar (tip in divot) the monitor goes black when the positioning sensor unit (psu) is tracking, then comes back after the instrument it successfully verified. Also observed the screen going black when the footswitch is depressed during tracer; when the footswitch is released, the image reappears on the monitor. Trouble-shooting did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.